Event description:
The reporter contacted animas on (B)(6) 2012 alleging that insulin was dispensed from the tubing during the load cartridge step. The patient indicated that this had also occurred a couple of weeks prior. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: during evaluation the pump was rewound and during the load cartridge step the pump dispensed insulin. A review of the pump history indicated that loss of cartridge detected warnings had occurred. The pump was opened and the force sensor flex was found to be damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.